Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with their right ventricular lead and implantable cardioverter defibrillator exhibiting noise. It is unknown whether the lead or device caused the noise. The lead and device were then explanted and replaced on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.